Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened act, up and down buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the other blood glucose of the customer were 514 mg/dl and 461 mg/dl. The customer also stated that the buttons were really hard to press. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump and manual injection. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.